Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female patient had a rash. The patient's rash was itchy and red and was located on her forearms, thighs, back, and sides. The patient's physician, believing the rash to be dermatitis, prescribed the patient medication. However, based on the available evidence, a different physician of the patient believed the rash to be an allergic reaction to the medication the patient was taking, and recommended a cream for the patient to use on the rash. Follow-up indicated that the rash was better.